Event description:
"Secondary medication bag emptied at a much faster rate than was programmed in the pump". Reportedly, a 100ml bag of potassium phosphate with a concentration of "15mmol in 100 ml of saline" was set to be delivered at 20ml/hr with a volume of 100ml, as a piggyback infusion. The primary infusion of "3.3 dextrose and 0.3% sodium chloride" was programmed at a rate of 125 ml/hr. The potassium infusion was started and reportedly one hr later, the nurse found the medication bag to be empty. The intended delivery time of potassium was five hrs and the amount of overinfusion was reported to be "80ml". No pt injury resulted from this incident.